Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the screen of the programmer was unresponsive. A jumping cursor issue was found in the upper right quadrant. The computer platform was replaced. Reconfigured hard drive, reloaded and updated software. The programmer then passed all final functional, safety, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer was not working correctly on the right hand side. It was further reported that the screen became unresponsive to touch and finger in all areas. Troubleshooting steps of rebooting the programmer and replacing the ba ttery failed to resolve the issue. There was no patient involvement.